Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. If device is on advisory, include: the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
New information received indicated that the device was explanted and replaced due to early battery depletion. Patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an appropriate shock in (B)(6) 2016 and presented to the hospital for an elective vt ablation. When the device was interrogated, there was only 9 months left on the battery, though the device was implanted for only 3 years with normal outputs and without excessive charging. Based on review of the programmed settings, the projected longevity does not meet the 75% longevity rule for normal battery depletion. The patient will be scheduled for generator replacement.